Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 458 mg/dl. It was stated that the customer was treated with a bolus. The customer declined troubleshooting for high blood glucose on the insulin pump. It was stated that the auto mode was not active at the time of incident. It was stated that there was loss of communication between insulin pump and transmitter. The insulin pump will not be returned for analysis.